Event description:
Customer reported "holes and perforation" in the tubing of two sets. Contact stated that one unit was found to be leaking at the time of connection of set to patient's line; however, no other information is available regarding the second incident. Contact stated that to the best of their knowledge there were no patient issues associated with either reported incident.